Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. As received, the belt failed a therapy electrode recognition test. The cause for the failure was a broken solder connection in the distribution node (dn). The root cause for the broken solder connection was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that a patient was receiving frequent gong alarms.